Manufacturer narrative:
It was reported by an attorney that mesh was implanted on (B)(6) 2005 to treat mixed urinary incontinence (urodynamic stress urinary incontinence), fecal incontinence and stage 1 pelvic organ prolapse with concurrent laparoscopic lysis of adhesions, sacrocolpopexy and cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that following insertion the patient experienced urinary/bowel problems, organ perforation, dyspareunia. No additional information was provided.